Event description:
It was reported that the insulin pump alarmed motor error. Customer was hospitalized not for insulin pump issues. Customer was wearing the insulin pump and had magnetic resonance imaging. Troubleshooting was done. Customer's blood glucose was 80 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Insulin pump had cracked case at display window corner, minor scratched liquid crystal display window and cracked reservoir tube lip.